Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 9/26/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak shuttle suture ripped in half when attempting to convert the mechanism. This was discovered during an unspecified procedure. Additional information received on 9/26/2022: this was discovered during a posterior labrum procedure on (B)(6) 2022. Three consecutive ar-3636 knotless fibertak sutures broke while attempting to convert the mechanism. Everything was removed from the patient and case was completed successfully without further issues. Additional information received on 9/26/2022: because all three anchors were implanted successfully, after each fibertak broke, surgeon did not remove the anchors and the repair stitch from each were still useful. Surgeon was able to use the repair stitch by passing it through the labrum and then placed into a pushlock.